Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, preceding bone augmentation, mobility. A shorter implant has been placed successfully.